Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a short-term memory loss due to a diabetic coma. Customer's wife was calling in regards to a continuous glucose monitoring system that the customer is in the process of getting. No further details given.